Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, blood was noted in the helix mechanism on visual inspection. The full lead was returned for analysis.

Event description:
It was reported that at implant attempt, there was positioning/fixation difficulty with both leads. It was also reported the helix on both leads did not function appropriately. It required more than 20 rotations to deploy the helix, and on reposition, it 'would not work'. The leads were not implanted. No patient complications were reported as a result of this event.